Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Performed system functional check and calibration, unit tested and passed. Found gas loss in iab circuit error in log files. Found error 16 in log files (invalid trigger request) probably caused by kinked balloon or loose connection on balloon. No significant error code found in logs. Ran unit on clinical mode for 2 hours and no error reproducible. User to monitor on issue.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in circuit error. There was no patient injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a